Event description:
The pt's treatment was initiated on a dialysis unit with a 500 ml/min dialysate flow rate and a 350 ml/min blood flow rate. Five minutes after hook-up the technician noticed blood dripping onto the line from the top of the arterial drip chamber. The technician was in the process of wiping the blood off the bloodline when the line at the top of the drip chamber separated from the chamber. This resulted in a blood loss of 50-75cc from the pt and a staff blood exposure. The staff member immediately shut off the blood pump and clamped the bloodline to prevent further blood loss. The arterial bloodline was replaced and the treatment was completed without further incident.